Event description:
A customer reported an issue involving an alarm 2 followed by alarm 26, caused by an occlusion in the pump system, which resulted in the customer's blood glucose level reading as "high." To manage this, the customer administered a correction injection using a multiple daily injection (mdi) approach and did not require third-party assistance. Troubleshooting was completed, and it was decided to replace the pump due to the occlusion issues. Tandem customer technical support concluded that no further assistance was needed, and they closed the case after recommending continued use of the current type of therapy.